Event description:
It was reported that the patient presented in the emergency room. Upon review the transmission, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes that the right atrial lead (ra) exhibited noise that was oversensed by the device and led to an inappropriate automatic mode switch. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and pacing problem were confirmed. The final analysis found that as received, a complete lead was returned in one piece. An external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 14.0 cm to 15.6 cm from the connector pin. The cause of the reported events was isolated to the exposure of the outer coil in the abrasion zone.